Manufacturer narrative:
On (B)(6) 2021, during service, the returned autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR " error message. The root cause for the observed issue was a defective drive train motor as a result of corrosive damage. Per the customer, the autopulse platform got contaminated with body fluids and was verified at zoll during the visual inspection. The archive data revealed a system error 139 (unable to hold compression position) message. A defective drivetrain motor assembly including the clutch was replaced to remedy the fault. During visual inspection, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover was replaced to address the damage. In addition, noticed the encoder driveshaft could not rotate, the driveshaft was jammed due to a defective encoder as a result of corrosive damage caused by fluid ingress. The defective encoder was replaced to address the issue. Upon further visual inspection of the platform, noted the significant amount of blood ingress and corrosion at the drive train brake assembly and the channel. The die-cast channel was replaced to address the issue and the platform required a bio-cleaning. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
On (B)(6) 2021, during service, the returned autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR " error message. No patient involvement.